Manufacturer narrative:
.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The pulse generator exhibited backup vvi operation. The device was explanted and replaced due to reaching elective replacement indicator on (B)(6) 2014.